Event description:
It was reported that the patient experienced horrible pain between his shoulder blades and tingling in his fingers. His stimulator had been implanted to treat chest pain, and the patient was unable to adjust stimulation. It was determined that the device was powered off. The patient was successful in turning the device back on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; lead model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer model 37744, serial# (B)(4); recharger model 37754, serial# (B)(4).